Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As stated by sem report, the returned device fracture artifacts suggest the fracture origin may have begun near the corner of the threaded post and the ¿t¿ section that travelled across the central area at different angles. Fracture surfaces opposite the threaded end showing artifacts also suggesting possible overload fractures. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter was damaged during an initial total hip arthroplasty. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.